Event description:
Philips rec'd a report that the site was performing cardiac spect-CT studies, apical defects where observed on the processing station when the use of the attenuation correction is being applied. There was no impact to clinical judgment reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Engineering investigated the reported event and determined an incorrect software code was used for processing with osem and astonish in the autospect application in the setting of myocardial perfusion imaging resulting in a decrease in counts in the apex of the heart in the ac images. Site correction is to review pt studies without using the attenuated corrected data sets. An action for performance-proactive field change order (fco) (B)(4) has been released to correct the reported event. (B)(4).